Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump was received with a corroded battery tube, cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a battery out limit alarm. The customer stated they were unable to clear the alarm. The customer's blood glucose 9.9 mmol/l. The customer also reported having to press their buttons twice for the insulin pump to function. Customer could not recall any significant events leading to the keypad issues. Customer as advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.